Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 (mg/dl). The customer stated the cause of the low bg level was due to an extended portion of a bolus, delivered with the pump, that may have been absorbed differently than usual due to gastroparesis. Carbohydrates were consumed to address bg level. A recommendation by tandem technical support was made for the customer to discuss low bg levels with a healthcare provider.